Event description:
It was reported that a hair was found inside an oxygen barrier parenteral nutrition container after compounding. The reporter stated that filters had been used on all the lines used to fill the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. One filled bag was received at the plant for evaluation. Visual inspection revealed a small hair approximately 1 cm in length inside the bag. The cause was undetermined. A CAPA was opened to address this issue. Should additional relevant information become available, a follow-up medwatch will be submitted.